Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable and add gel) has confirmed that the cable connecting the distribution node (dn) to rear cable was cut and severed. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged and having add gel messages.